Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, main drawer 4.1 pockets B1, B4, and B6 displayed a device not detected on bus error. A reboot was attempted, but the issue persisted.The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 16-FEB-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that drawer row was completely greyed out. A field service engineer (FSE) had user try to recover drawer, but row was completely greyed out. The FSE logged into hardware test application (HTA) and tried to force release unsuccessfully. Further the FSE reseated row board cable and reseated all cables on rear of drawer 4.1 and 4.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.